Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (red sensors on monitor screen) has been confirmed. Upon evaluation, internal damage was found to the wires in the c + d assembly. The root cause of the defective wires cannot be positively identified. Once the c + d assembly was replaced, the belt was fully functional. No adverse event resulted from the internal damage. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report all of the sensors are showing red on the monitor screen and has confirmed that his belt is connected properly. The patient was issued a replacement electrode belt.